Event description:
The event occurred in china during treatment. It was reported that the hl20 pump stopped during patient treatment and the hand crank was used. No harm or injury was reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during treatment. It was reported that the hl20 pump stopped during patient treatment and the hand crank was used. No harm or injury was reported. A getinge field service technician will be sent on site for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
It was reported that the hl20 pump stopped during patient treatment and the pump was exchanged, therefore a report is required. The hand crank was used and there was no delay in the treatment. No harm or injury was reported. The customer was not able to provide any further information about any kind of alarms or any malfunction. A getinge field service technician (fst) was onsite for investigation on 2024-07-03 and 2024-07-04. The fst was not able to find any issue. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Different limits set manually by the customer could also lead to a pump stop if the limits were exceeded during treatment. The device in question was manufactured on 2022-05-23. The device history record (DHR) of the hl20 pump (material: 701043262, serial: (B)(6), elo-ID: 102596487) was reviewed on 2024-07-16. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).